Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: product ID evproplus-26us (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed using a 16 millimeter (mm) balloon. During the procedure, the valve dislodged two times during deployment. Per the physician, it was difficult to anchor the valve due to little calcification of the valve cusps. The valve was implanted at 6 to 7 millimeter (mm) on the non-coronary cusp (ncc). Left bundle branch block (lbbb) was observed due to deep implantation of the valve. No treatment was provided. No adverse patient effects were reported.